Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of prime issue. The reporter was unable to complete troubleshooting at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.